Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a motion sensor test failure alarm, motor error alarm and a motor position encoder error alarm during bolus. Customer's blood glucose was 8.7 mmol/l. Troubleshooting was performed on insulin pump. Customer reported to have had an MRI the day prior to alarms. Customer was not able to continue troubleshooting due to insulin pump being stuck in rewind / prime loop. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. No unexpected motor error alarm was noted. Unable to verify the motor position encoder error alarm due to the motion sensor test failure alarm during the rewind. Unable to perform the displacement test due to the alarm. No blank display during testing noted. No damage was found on the lcd isolation tape. All buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector on the lcd noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.